Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was not released by the facility.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was not released by the facility.

Manufacturer narrative:
Investigation result: the device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code unable to exclude device problem will be used.